Event description:
Discordant, falsely low calcium (ca) results were obtained on four patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned at least one of the results. The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and determined the cause of discordant falsely low calcium results is unknown. Hsc made recommendations to run sample probe 3 mix test and alignment. In addition, hsc determined that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 1226181-2014-00433 was filed on august 25, 2014. Additional information (07/30/2014): a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced samples probes 3 and 5 and sample probe mixers 3 and 5. The cse performed a full system check and server 3 method tests. The cause of the discordant, falsely low ca results was related to the malfunction of sample probe 3 and the sample probe 3 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.